Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: manufacturing location: (B)(4); manufacturing date: 29.mar.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had spine surgery on (B)(6) 2017 for a poster lumbar fusion at disc levels l4-s1. Patient was implanted with matrix rods and screws. During the procedure while the surgeon was instrumenting at the spine disc level l4 on the right side, as he was inserting the matrix screw the tip of the holding sleeve instrument broke off. The tip was easily retrieved. Also, during final tightening of another screw, at an unknown disc level , the tip of the screwdriver broke off inside the head of the matrix screw. Again, this tip was easily retrieved. Other instruments were available in the operating room to complete the surgery. No additional x-rays were needed. Surgery was completed successfully with no reported time delay. Patient is reported in stable condition. This report is for 2 devices. Concomitant devices: matrix screw (item number unknown, lot number unknown, quantity 2 each). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the returned subject device. The returned instruments were examined at customer quality and the complaint conditions were able to be confirmed. The screwdriver shaft (part 03.632.400, lot 7663282, mfg 29-mar-2012) was returned with approximately 5.5mm fragment broken off from the distal tip. The fragment was returned with the complaint. The complaint description does not indicate that a torque limiting attachment was used during final tightening. The matrix deformity and degenerative technique guides state to always use the torque limiting handle (03.620.061) to reduce risk of damage to the t25 screwdriver shaft. A visual inspection, device history records review, and drawing review were performed as part of this investigation. A functional test is not applicable as the damage was visually confirmed. This complaint is confirmed. No new malfunctions were identified during the investigation. The t-handle t25 stardrive screwdrivers are one of ten t25 driver shafts intended to be utilized for screw insertion in the matrix system. Of the ten t25 drivers available in the system, only four are intended for final tightening (03.632.002, 03.632.072, 03.632.400 and 03.632.401) with the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The matrix deformity and degenerative technique guides state to always use the torque limiting handle (03.620.061) to reduce risk of damage to the t25 screwdriver shaft. The technique addition also cautions to never use a fixed or ratcheting t-handle screwdriver to remove locking caps. If the torque limiting attachment is not used when using any of the stardrive shaft options, breakage of the driver may occur and could potentially harm the patient. Relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.